Manufacturer narrative:
(B)(4).

Event description:
It was reported that decrease in r-wave sensing was observed. The lead was connected to a new device due to a device change out for eri, and new programming settings showed normal sensing. Patient condition was good.